Manufacturer narrative:
The reported event could be confirmed. The device inspection revealed the following: visual inspection: reveals significant damage to locking screw thread. According to the variax 2 clavicle operative technique guide only non-locking screws may be placed in the oblong holes of the plate. Circular holes accept either locking or non-locking screws. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. According to the initial event description, the locking screw did not lock to the second hole from the distal of the plate. The reported plate is hook plate variax clavicle 5 hole / 16mm / left and the 2nd hole from the distal of the plate is an oblong hole. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by not adhering to the directives of the relevant optech. If any further information is provided, the complaint report will be updated.

Event description:
It was reported: during variax clavicle surgery, the locking screw did not lock to the second hole from the distal of the plate. The surgeon exchanged the screw to the new one, but the situation was not changed. The surgeon inserted the second screw as it is to the hole and finished the surgery. The screw is available and will be returned first. Few months later, the plate will be returned after the extraction.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported: during variax clavicle surgery, the locking screw did not lock to the second hole from the distal of the plate. The surgeon exchanged the screw to the new one, but the situation was not changed. The surgeon inserted the second screw as it is to the hole and finished the surgery. The screw is available and will be returned first. Few months later, the plate will be returned after the extraction.